Event description:
Event description cpi received information that during a generator replacement procedure, the physician noted noise and poor lead measurements on this endotak dsp transvenous defibrillation lead. The patient was scheduled for a lead extraction procedure and system replacement. A superior vena cava hematoma occurred during the lead extraction procedure. The physician attempted to place a new lead and encountered difficulty due to the hematoma. The physician elected to perform a thoracotomy to repair the hematoma with a vascular prosthesis. A new lead was also implanted at this time. The patient was stable after the procedure and is well now according to information received by cpi.